Event description:
The customer requested installation of the correct revision of gpos single board computer.

Manufacturer narrative:
The ge service rep erased the nodes on the system. He removed and replaced the gpos 5197226 and replaced with gpos 00-886889-01, reloaded software ver. 01. The unit runs as intended.